Manufacturer narrative:
Insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads and cracked reservoir tube lip. Insulin pump was monitored and no unexpected beep anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that the insulin pump had beep anomaly and physical damaged. Customer stated that the insulin pump has been having beep that goes off and had large crack in the housing of the insulin pump. Troubleshooting was done for beep anomaly. No blood glucose reading provided. Customer declined to continue to troubleshoot due to the crack on the insulin pump. Customer stated that insulin pump had a crack on the bottom and upper right corner of the screen extended up over the top of the insulin pump. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.